Event description:
A customer contacted beckman coulter, inc. (Bec) to troubleshoot a leak originating near the wash buffer reservoir on their access 2 immunoassay analyzer. There were no reports of exposure or injury connected to this event and medical attention was not sought. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
During troubleshooting it was determined that a new wash buffer valve and wash buffer receptacle were required to resolve the leak. Bec sent the customer the new components which the customer installed. The customer reported to bec that the leak was no longer occurring after replacing the wash buffer valve and wash buffer receptacle. Although some components required replacement to resolve the leak, it was not determined which of the components was the cause of the leak. (B)(4).